Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead possibly got dislodged and intermittent capture was noted. There was no additional information obtained from the field. No known intervention as of this time. No adverse patient effects were reported.